Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0019695. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that pegasus yel 24ga x 0.75in prn non-pvc heparin cap had fallen off and caused the child to need to go back to the infusion room to have the indwelling needle taken out. The following information was provided by the initial reporter: on (B)(6) 2020, the patient was placed with indwelling needle in outpatient infusion, and the infusion was smooth and the indwelling was unobtainable. On (B)(6) 2020 the family members took the child away from the hospital after the completion of liquid injection and tube sealing. About 10 minutes later, the family members brought the child back to the infusion room. It was found that the heparin cap had fallen off, the child's indwelling needle was taken out, and the child was disinfected and pressed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus yel 24ga x 0.75in prn non-pvc heparin cap had fallen off and caused the child to need to go back to the infusion room to have the indwelling needle taken out. The following information was provided by the initial reporter: on (B)(6) 2020 the patient was placed with indwelling needle in outpatient infusion, and the infusion was smooth and the indwelling was unobtainable. On (B)(6) 2020 the family members took the child away from the hospital after the completion of liquid injection and tube sealing. About 10 minutes later, the family members brought the child back to the infusion room. It was found that the heparin cap had fallen off, the child's indwelling needle was taken out, and the child was disinfected and pressed.